Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the low 300s mg/dl. A correction bolus was delivered via insulin pen to address the bg level. While in the middle of performing a pump system check, the customer change out the infusion set tubing and cartridge. The cause of the occlusion could not be identified. The customer resumed insulin delivery.